Manufacturer narrative:
The pump passed the displacement test, sleep current test and active current test. However, unit failed self test due to pump error 75. All buttons function properly. Pump error 29, pump error 75, pump error 25 were noted during testing. Pump error 25, pump error 29 and pump error 75 were found in the pump history on (B)(6)2023 at 18:41:00.000, (B)(6)2023 at 22:58:48.000 and (B)(6)2023 23:02:49.000 respectively. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 29, pump error 75, pump error 25 were isolated to internal battery. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly, motor, force sensor and harness assembly vibrator.¿the following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked and corroded battery tube. Unresponsive keypad was not confirmed. Pump error 29, pump error 75, pump error 25 were confirmed. Pump error 29, pump error 75, pump error 25 were isolated to internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the alarm generated when a power system error (backup battery fails) (pump error 25), a power supply test failed during a self-test (pump error 75), and an unexpected hardware reset occurred (pump error 29). It was also reported that the pump caused a keypad anomaly. Troubleshooting was performed and found that the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.